Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the cause for the valve malposition and paravalvular leak was attributed to patient and procedural factors [i.e. Movement of the delivery system during deployment, severe annular and native leaflet calcification]. There is no allegation or indication of a malfunction of the valve or delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the valve was deployed 90:10 [aortic:ventricular] causing moderate to severe paravalvular leak. A second valve was implanted. After a successful bav, a 29 mm valve was positioned across the valve 50:50. The annulus was heavily calcified; the lvot was also calcified. The physicians did not want to deploy too low in hopes to avoid the lvot calcium. However, during deployment the 50:50 position ended up 90:10 aortic. There was moderate to severe pvl. It was decided that another valve needed to be placed a bit more ventricular. A second valve was prepped and was deployed in the intended position; the pvl was reduced to trace-mild. The cause of the high valve placement was attributed to the pig tail catheter moving aortic before deploying the valve. In addition, the calcium on the annulus appeared much lower than the annular plane. The valve was deployed based on the 50:50 mark of the pigtail and ended up being deployed too high. The patient¿s aortic root and leaflet calcification was severe. There was no mitral annular calcification. Coaxial alignment of the delivery system and the valve was described as good. Image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture. The patient¿s ef was 50%.